Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results generated by the alinity I processing module for a patient who had a normal result at a different laboratory. The following data was provided: reference range: <35 ng/l. Alinity I stat high sensitivity troponin-I: initial result (B)(6) = 179.6 ng/l repeat result on second instrument (B)(6): 165.5 ng/l troponin result from another facility: 11 (normal) no impact to patient management was reported.